Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a slightly cloudy drainage and was hospitalized for the event on the same day as occurrence. On an unreported date, the pt was treated with unspecified antibiotics (dose, route and frequency not reported) for cloudy drainage. It was not reported whether the pt was diagnosed with peritonitis. The cause of the cloudy drainage was not reported. Four days after being admitted, the pt was discharged from the hospital. At the time of this report, the cloudy drainage was resolving and the pt was recovering from the event. Additional information was requested but is not available.